Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: outcomes after cryoablation vs. Radiofrequency in patients with paroxysmal atrial fibrillation: impact of pulmonary veins anatomy. Europace. 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryo ablation procedure: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There was one (1) patient that experienced a tamponade, one (1) patient experienced a thromboembolic event, seven (7) patients had phrenic nerve injury with recovery, seven (7) patients had vascular bleeds, one (1) patient had gastroparesis, one (1) patient had an esophageal ulcer and two (2) patients had hemoptysis. The status/location of the devices were unknown. No further patient complications have been reported as a result of this event.